Event description:
During remote monitoring, an event of undersensing during an episode of ventricular tachycardia/ventricular fibrillation (vt/vf) was observed on the device. The device did not deliver any high voltage therapy to treat the vt/vf due to the undersensing. The vt/vf self-terminated, and the patient did not experience any adverse consequences due to the event. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. No device malfunction was alleged as the device behaved appropriately according to its programmed settings. The patient was in stable condition.